Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty transistor on the bridge board and a faulty biode on the hv module. The customer has been contacted for the return of the device. The device has not been returned to zoll medical corporation for evaluation.

Event description:
During a routine shift check by a clinician, the device displayed a "bridge test fail" message. No pt involvement in the reported malfunction.